Event description:
Adverse event: death. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B) (6) 2008, the pt underwent direct stenting in the obtuse marginal saphenous vein graft with one xience v stent. On (B) (6) 2010, the pt expired. Though requested, no additional info was provided. The pt was not taking aspirin or clopidogrel as of (B) (6) 2010. Per the physician, the cause of death was progressive, chronic diastolic heart failure, and was not related to the study stents or procedures.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: in this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It was also reported that the xience v stent was implanted in a saphenous vein graft (svg). It should be noted that the xience v IFU also states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effect.